Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set issue on (B)(6) 2026. The patient reported infusion set tubing gets pulled often, or sites get bumped frequently at night. No further information is available.